Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced a detached sensor wire which occurred the same day the sensor had been inserted in the abdomen. The patient was experiencing discomfort at the sensor site location and upon sensor pod removal from the abdomen, the sensor wire detached and remained in the skin. The patient was taken to their local emergency room where an x-ray was done. The x-ray confirmed that the sensor wire remained under the skin near the patient¿s abdominal wall. On (B)(6) 2022 the patient had the sensor wire surgically removed during a minor procedure. The patient was discharged home on the same day as the surgery (less than 24 hours). At the time of the report, the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.